Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and found sensor cannula bent(retracted)inside sensor, see attached file unable to confirmed customer received sensor in said condition due to customer returned opened and used.

Event description:
It was reported that the sensor had a missing electrode. Customer's blood glucose level was unknown. Advised sensor would be replaced.